Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
It was reported that the pump would not recognize the cassette, and the library would not load. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the error recorded in the event history log. The reported problem was not duplicated during functional test. The investigation was unable to determine the intermittent of the error, as pump was able to recognize cassette during the functional test. The downstream occlusion sensor was replaced as preventive measure. The root cause of reported problem was undetermined/unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d5: operator of device: unknown. Correction: e4: initial reporter also sent report to FDA? Unknown.